Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy was not working for the patient; they stated that the patient occasionally feels the urge to go to the bathroom, but when they do, they only have one minute to get there before the urge becomes urgent. The caller confirmed they saw improvement between the trial and the permanent implant, although it took a while to notice, and they had not been able to return to that level of improvement since the permanent device was implanted. The caller noted that the patient's symptoms were worse than after the implant but better than before the trial and confirmed that there had not been a 50% improvement in symptoms. The caller stated that the patient was experiencing very limited improvement, occasionally feels the stimulation but it was very faint, and it does not provide enough time to reach the bathroom, suggesting they were "missing" the signals. The agent asked the caller if the patient had noticed any improvement since receiving the permanent implant, and the caller responded that there was improvement between the first and second day. The caller mentioned that the patient had an appointment with their healthcare provider on (B)(6). The agent walked the caller through connecting to the patient's implant and reviewed how to increase or decrease stimulation, and explained that the therapy was not a cure but was intended to help the bladder to send signals to the brain to help the patient be able to go to the restroom. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the patient representative (pt rep) called back and repeated information regarding the therapy issue, noting that the patient has not had the results they hoped for. The caller wanted to know was the patient's therapy settings were either during the trial or at the time the ins was implanted. Agent reviewed role of manufacturer and redirected the caller to the patient's healthcare provider (hcp) for this information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.